Event description:
The customer reported loss of motorization of the c-arm and that it could not be manipulated manually. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The support plate was loose and was repaired. The system was then found to be operating as intended.